Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 552 mg/dl. The customer did not mention any form of treatment for their high blood glucose. The customer reports a motor error alarm from their insulin pump. The customer was assisted with troubleshooting, but the customer did not want to have their insulin pump replaced. The customer will monitor the insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.